Event description:
It was reported that a patient underwent a spinal surgery. The first revision surgery was performed at l3-s1 (via plif at l3/4 and l5/s) due to adjacent segment disorder. Cages implanted at l5/s were found to be back-out and pressed nerve roots which caused neurological symptoms. Thus, the second revision surgery was performed. At the surgery, the cages at l5/s were removed and curettage of the intervertebral space was performed to insert the cages again. As a possible cause of the incident, the physician pointed out that "cages were not impacted deep enough or screw(s) at s1 were loosened". According to postoperative CT images, cages were implanted outward side(s), thus the physician considered that "implanted sites might not have been good". Also commented that it was "unusual having back-out with 18-degree cages, so technical error was also considered as a possible cause".

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.